Event description:
It was reported that a drill bit is stuck inside the attachment. It was further reported that the device was used in a surgical procedure, but that there were no patient complications. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for evaluation. It was visually confirmed that the bur had broken near the top of the bur shank and that the head was missing. Lot no details were not provided. It was not possible to determine the definitive root cause for the breakage.